Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6), study no: dots clinical adverse event received for adverse reaction to metal debris. Event is not serious and is considered moderate. Event is possibly related to device. Event is not related to procedure. Date of implant: (B)(6) 2010. Date of event: 04 apr 2024. (Right hip) treatment: none.

Manufacturer narrative:
Product complaint # (B)(4). Upon further review, it has been determined that this product has been submitted in error. Further updates will only be provided if additional information is received that changes the regulatory determination. It was noted that there had been no invasive treatment or revision, therefore they should not have been reported as a serious injury.